Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacemaker mediated tachycardia (pmt) episode was observed for this pacemaker. It was noted that the patient experienced near syncope. Technical services (ts) reviewed the episode and noted it was possible it was related to the pmt episode. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to h6 impact coding: removed no health consequences or impact and added inadequate/inappropriate treatment or diagnostic exposure.

Event description:
It was reported that a pacemaker mediated tachycardia (pmt) episode was observed for this pacemaker. It was noted that the patient experienced near syncope. Technical services (ts) reviewed the episode and noted it was possible it was related to the pmt episode. The pacemaker remains in service. No adverse patient effects were reported.